Event description:
Additional information provided confirmed loss of capture on the right atrial lead, and that the patient was stable.

Event description:
It was reported that high capture threshold was noted on the right atrial (ra) lead. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Correction for fields b1, b2 and h1.